Event description:
It was reported that during the implant attempt, when the physician removed the lead from the packaging, it was noted that the lead tip was canted. The physician attempted to implant the lead, but due to the curved tip, it was not possible to get optimal placement. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism, and the lead exhibited a bent tip.